Event description:
The implant failed due to poor bone condition and poor oral hygiene. The implant was placed at #15 and removed after 4 months. Traditional 2 stage surgery poor oral hygiene poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.